Event description:
It was reported that the patient presented with a thoracoabdominal aortic aneurysm (taaa) class IV that was successfully treated with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and seven gore viabahn® vbx balloon expandable endoprostheses that were used as side branch components on (B)(6) 2019. It was stated that two vbx devices were implanted in the left renal artery. On (B)(6) 2020, an occlusion of the left renal artery was identified and successfully treated with lytic therapy on (B)(6) 2020. The patient tolerated the procedure.